Event description:
On (B)(6) 2014, the reporter contacted animas alleging lines going through the display screen. The reporter confirmed that there was no known moisture or corrosion in the pump and indicated that the display was still able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: the pump powered on with no lines through the display screen. The pump display screen was found to be readable with good contrast.